Event description:
It was reported that during decapping with 35 bd vacutainer® serum blood collection tubes the stopper remained in the tube. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: stage: while hating on the pipeline. Defect: the stopper stays in the tube. Quantity: 35 pieces. Effect: causes the machine to stall.

Manufacturer narrative:
E.1. Initial reporter phone#: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 video and 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during decapping with 35 bd vacutainer® serum blood collection tubes the stopper remained in the tube. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: stage: while hatting on the pipeline. Defect: the stopper stays in the tube. Quantity: 35 pieces. Effect: causes the machine to stall.